Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an aortic arch aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu454520j) and a stent graft of another manufacturer (detail unknown). Prior to the device implant a bypass surgery was performed from the right subclavian artery (sca) to the left sca. The non-gore device was deployed in the descending aorta with no issues. It was reported that the physician intended to implant the tgu454520j the most proximally and intentionally cover the left common carotid artery (cca) with its partially uncovered stent. During deployment of the tgu454520j, the device reportedly moved forward (distance unknown) and covered half of the ostium of the left cca. An intraoperative angiography confirmed that the amount of the blood flow to the left cca decreased, and therefore another bypass surgery was performed from the left sca to the left cca to secure blood flow to the artery. Final angiography showed complete exclusion of the aneurysm and the patient tolerated the procedure. It was reported that the physician assumed that the tgu454520j would follow the outer curve of the thoracic aorta and eventually move distally during deployment. The physician also indicated that since there was the non-gore device distally, it was suspected that assumed distal movement of the tgu454520j was possibly prevented with the non-gore device and instead the tgu454520j moved proximally.